Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v644605, implanted: (B)(6) 2011,product type lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect, and after multiple attempts at reprogramming the therapy was never effective for the patient. Reportedly, the ¿permanent one never worked at all.¿ it was stated they ¿finally got to where we couldn't get a signal¿ so they were going to interrogate the device, but ¿the representative couldn¿t detect nothing either.¿ it was noted ¿there was a good possibility that the lead wires probably didn't stay where they were supposed to be.¿ and it was discussed the potential that the implantable neurostimulator (ins) was dead. It was stated there was no stimulation sensation and at one point the patient increased stimulation up to 5, but couldn¿t feel any stimulation sensation, and this could have run the battery down. The caller mentioned having the device removed because ¿the wires were out of place¿ and ¿it was not working.¿ the patient was redirected to their healthcare provider.

Event description:
Additional information received reported that the patient still owe healthcare provider but refuse to pay because the ins(stimulator) does not work. The caller called back in (B)(6) 2013 stating that the trial worked but the implant never did. Caller stated he met with representative and noted that the representative could not communicate with the ins. Caller stated the representative stated the ins should last 5 years. The patient do not have a managing hcp(healthcare provider). Additional information received reported that the caller want to have the ins(stimulator) removed from his wife's hip because it never worked. Caller states his wife has had to have MRI's done and she cannot get them until this was taken care of.